Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's buttons were unresponsive. The customer stated that this issue began while he was trying to program a bolus and the act button stopped responding. Blood glucose level was 94 mg/dl at the time of the incident. The customer did not recall any significant events leading up to the error alarm. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.